Event description:
It was reported that about a week prior to the report, a patient had an ins replacement to a non-rechargeable system because the patient couldn¿t handle recharging the battery that she had prior. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(6), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
Note: previously reported (B)(4) no longer applies as charging being a nuisance is not an allegation against the device and its ability to charge.

Event description:
Additional information received reported there was no particular problem with recharging. The patient was educated on how to charge their device but the patient noted it was a "nuisance" and did not want to have to deal with charging the device and wanted a non-rechargeable battery. The patient was noted to be receiving effective therapy.

Event description:
Additional information received reported that the patient had dementia and therefore could not remember and lived alone. The manufacturer representative met with her several times but she would always forget to charge the device. No further follow-up was performed as all known information was reported.